Event description:
The customer reported that the camer head has "image distortion, it could not be removed". The problem was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
D4: the customer did not provide model number of camera head involved in the event. Otv-s7h-1n is a model that is being used a representative. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.